Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy214918h ) showed ins functionally okay, insignificant anomalies. No significant anomaly. Final analysis of lead model 3889 showed lead body cut through, product segmented. No significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown. Product type: lead. (B)(4). Ceroma. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ceroma developed around the device. The patient's implantable neurostimulator (ins) and lead were explanted. No further information was reported. If additional information is received, a follow-up report will be submitted.